Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. The display was powered up in service mode. The events error log was reviewed and multiple ¿xdcr (transducer) fault¿ errors were noted. Transducer calibrations were performed as described in the product service manual and the exhalation pressure transducer failed the calibration. The reported issue of a transducer fault was duplicated. This issue will be internally investigated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, the device has not been returned to carefusion¿s failure analysis lab. The carefusion field service engineer reported that he replaced the main board and adjusted the exhalation flow transducer. All systems were checked with a test lung and analyzer and are okay. The customer further reported that the vent was repaired and there are no other issues.

Event description:
The customer reported the vela ventilator was displaying transducer (xdcr) fault and high ppeak. The customer reported no patient involvement or allegation of patient harm.